Event description:
It was reported that during an acl repair procedure, when femoral bone hole prep, pin broke off at 2mm from tip.the surgeon thinks that the pin was broken immediately from start drill. The broken tip was retrieved from patient. No patient injury, but 60 minutes delay was reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.